Event description:
It was reported that the patient reported to the emergency room after their device triggered a lead integrity alert (lia) due to noise on the electrogram. A lead fracture was suspected. The rv lead vector was reprogrammed for no oversensing and a week later, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284trk implantable biv defibrillator (B)(6) 2010 4193 implantable pacing lead (B)(6) 2006 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4), the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 47.5 cm. A distal portion was received measuring 47.5 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.